Manufacturer narrative:
A temporal relationship exists between the pd treatments and the pt¿s reported pain that resulted in a 2-day hospitalization for severe constipation. There is no documentation to support a causal relationship. Patient has a previous history of chronic constipation. The pt. Reportedly did not adhere to prescribed laxative therapy is most likely related to the constipation event. On (B)(6) 2017 the liberty cycler was replaced (after pt. Hospitalization) due to an allegation that the liberty cycler was introducing air into her peritoneum causing her pain. However, there is no objective evidence of an adverse event of pneumoperitoneum or that the pt. Required medical intervention for a pneumoperitoneum. The reported (operation questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. A visual inspection showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed without any failures or problems occurring. There were no indications of excessive air in the pseudo-patient bag at the completion of the test treatment. There were no fluid leaks in the test cassette during the treatment test. System air test leak passed. A valve actuation test passed. The patient sensor calibration check passed. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017, this patient (pt.) On continuous cyclic peritoneal dialysis (ccpd) therapy presented to the hospital for pain and was subsequently admitted for 2 days with severe constipation. Details of the hospitalization course are unknown. Subsequently, on (B)(6) "2018", the patient made a service call requesting a replacement cycler (after consulting with the peritoneal dialysis (pd) clinic) alleging the device was introducing air into the peritoneal cavity and causing the patient pain. The patient reported there were no liberty cycler alarms during dialysis treatment and stated she has been completing her pd treatments. There have been no further reports of any medical intervention required as a result of the patient¿s pain and alleged pneumoperitoneum. A follow up call (made on 4/jan/2018) with the home therapies (ht) manager revealed the patient has a history of chronic constipation for which the patient was prescribed a laxative (unknown medication/prescribing instructions). The ht manager reported the patient did not adhere to laxative therapy and as a result was hospitalized (on (B)(6) "2018") for severe constipation. Additionally, the ht manger stated it was unlikely the liberty cycler was placing air into the pt. And reported the patient¿s hospitalization for constipation was not related to the liberty cycler or pd therapy. The patient reportedly continues cycler-assisted pd therapy on a replacement cycler without further reported issue. Additional information was solicited.